Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the touch panel was frozen due to an issue with the avc-x component. The technician rebooted the avc-x component, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that touch panel connected to their hexavue custom room rack was frozen. No report of injury.